Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No other similar complaint was recorded on this issue for aura ii total ha right size 6, reference (B)(4), batch 0000073016 within one year. An investigation has been performed, consisting of a documentary review. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. According to available data, the exact root cause can¿t be determined. Moreover, a recall was performed on aura ii reference (B)(4) and a design change was initiated. Please note that the items in the scope of this recall were not delivered to the USA. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a fracture of stem at the neck. A revision surgery was performed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to implant fracture.